Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading an image for use in starfix planning, the system displayed the images were "not optimal" when selecting a deep brain stimulation (dbs) procedure. The following details were given "the scanning protocol of this exam is not optimalmagnetic resonance (mr) modality not available for registration...pixel size greater than 1x1 mm...restricted for use in starfix design". During troubleshooting, it was noted that the pixel size for the imported images was 1.02 x 1.02, the images were loaded via cd, the site reported images were taken to imaging protocol, the modality of images was given as mr and the system allowed images to be used for planning, though the site had to acknowledge that the images were acceptable for use in the desired procedure. There was no patient involvement.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, serial lot/sw version: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.